Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) failed to accept a new lifeband was not confirmed during the functional testing. No device malfunctions were observed during testing, and the platform functioned as intended. During visual inspection, no physical damage was observed. The autopulse platform passed the preliminary functional test without any fault or error. The customer's complaint was not reproduced during functional testing. Lifeband successfully connected to the platform, and the platform operated as intended. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During the shift check, the autopulse platform (sn (B)(6) failed to accept a new lifeband. No patient involvement.